Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump emitted audible alarms repeatedly. No information was provided regarding the nature of the alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, a review of the pump¿s black box and alarm history shows no activity outside of normal use. During testing, the ez-prime steps were performed correctly with no blank screen or beeping. No warnings or alarms occurred. The pump performed within specifications. The complaint of the pump emitting repeated alarms was not able to be duplicated during the investigation. The pump¿s cover was removed and no damage was found to the display or printed circuit board circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).